Manufacturer narrative:
Voluntary event report was received. Mw5182667.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited inappropriate shock for atrial driven arrhythmia. It was noted that the patient is undergoing radiation therapy.